Manufacturer narrative:
(B)(4).

Event description:
It was reported "peel away sheath is facturing at the white wings were you peel it. One wing is consistently falling off thus creating a risk to patients." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "peel away sheath is facturing at the white wings were you peel it. One wing is consistently falling off thus creating a risk to patients." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed that the sheath had split completely down the length of the extrusion. One of the tabs did not tear correctly resulting in the extrusion to separate, but with a portion of the extrusion remaining attached to the tab. The separation points of the extrusion appeared stretched. The other tab was separated from the sheath extrusion and was not re-turned. The sheath extrusion portions from the side that tore incorrectly measured 2 1/2" and 3/4", totaling 3 1/4", which is not within the specification limits of 2 5/8"-2 7/8" per peel-away product drawing. This is likely due to the stretching observed at the points of separation. The sheath outer diameter/inner diameter could not be accurately measured. Functional inspection could not be accurately performed due to the condition of the returned sample. A device history record review was per-formed, and no relevant findings were identified. The report that a peel-away did not tear correctly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath split completely along the score lines; however, one side of the extrusion had separated with a portion of the extrusion remaining attached to the tab. Based on the customer report and the sample received, manufacturing caused or contributed to this event. Nonconformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: unique identifier (UDI)# corrected from (B)(4).